Event description:
It was reported that pt had a trident psl cup with a zimmer constrained liner cemented into the psl cup and a gmrs proximal femur. Pt dislocated and surgeon choose to dis-associate the proximal femur, remove the cup, remove the insert and removed the screws. Surgeon inserted a zimmer trimecular cup in better anteversion, and used a zimmer constrained liner, a new proximal body stem, femur and a new head. Root cause for this revision was dislocation.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l (including x-rays and medical records) was requested. Should add'l info become available, the eval summary in a supplemental report.